Manufacturer narrative:
The pressure sleeve is made for the angiomat 6000, modified by l-f for use on an angiomat illumena injector. This was determined by the machined radius on the flange underside. This dates the sleeve to about 1998. In this evaluation, there was no obvious defect observed in manufacture of the sleeve. The sleeve showed numerous nicks and scraps as would be expected from normal use as well as several internal cracks (other than the split described in the complaint). These cracks should have served as a warning to the user to cease use of the sleeve. This warning is provided in both the angiomax 6000 ops manual, section 6, maintenance, as well as the illumena ops manual section 7.1 and 7.2. The condition of the sleeve indicates that the sleeve is at least 8 years old. The presence of the smaller cracks indicate that this sleeve should have been replaced as described in the operators manual. The users are instructed to monitor the sleeves daily before each use for signs of small cracks that would indicate a potential problem if the sleeve is continued to be used. No specific cause other than age could be identified as the cause of the pressure sleeve break. The syringe broke when the pressure sleeve gave up. The pressure sleeve break caused the syringe to break.

Event description:
Hospital reports: the pressure sleeve and the syringe were ruptured before completing injection.